Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was scratched with no information was provided regarding the legibility of the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings: on investigation, the alleged damaged display issue was verified. The display lens was found to be scratched. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the keypad buttons. Unrelated to the complaint, the battery compartment was found to have cracked below the grip pad. The display was dim with a reddish contrast.